Event description:
The customer reported to customer service that after using her pump in style breast pump, she has pain in her breast tissue - it doesn't hurt while she is pumping, but it hurts approx five minutes after she is done pumping. The pain is not in the nipple or areola area. She uses the 24mm breast shields that came with the pump, and she has used a larger shield (which she referred to as a "pumpel") and it cannot be determined if this is a medela breast shield or not due to a language barrier when speaking with the customer) and she feels that it is more effective at emptying her breast. She indicated that her physician told her that her breast tissue may be traumatized; she has tried antibiotics and anti-fungal medications but the pain continues.

Manufacturer narrative:
Customer service sent the customer larger breast shields and recommended that she see a lactation consultant. In a f/u with customer, she indicated that she had been pumping every 3-4 hours for 30 minutes when she began to experience pain. She was seen by her doctor who felt this was too frequent and too long to pump, so the customer began pumping every 5 hours, but it still took 20-30 minutes before she felt her breasts were empty. She returned to her doctor because the pain persisted and was given antibiotics twice and anti-fungal medication. She was not diagnosed with an infection, but the customer feels the medication was a benefit and she is no longer experiencing pain. She is experiencing a clogged duct that has recurred more than once in the same place. The customer was given info about maximum comfort setting and alternating phases of the pump to promote emptying the breasts in less time. Though the customer was not diagnosed with an infection, this customer's issue is being reported as she was prescribed medications to treat the pain she was experiencing after pumping. The cause of the pain has not been determined, but the pain has subsided - either as a result of the medications, the info provided her about pumping or from use of larger breast shields. Should add'l, new or corrected info be obtained, a f/u report will be filed. We will monitor complaints for similar issues.